Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the plug on a 6f exoseal vascular closure device (vcd) could not be released. Upon removal, the plug was found partially deployed and partially out of the shaft. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU). A retrograde approach was used during an interventional procedure, and the physician was certified in using the exoseal vascular closure device (vcd). One exoseal device was used with a non-cordis short sheath. The femoral artery¿s suitability, including insertion angle and vessel diameter =5 mm, was verified by angiography. No calcium, plaque, stent, or significant stenosis (>50%) was noted at or near the puncture site. The target site had not been closed in the 30 days prior, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed, and the vcd and sheath were removed as a single unit 1¿2 seconds after deployment. The indicator wire was not visible upon removal. Additional details were requested but were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. The indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit using a pin gauge measurement per procedure and the results were within specification. An attempt to perform a deployment simulation evaluation was made; however, it could not be fully performed because the unit was received in a fully deployed condition. A high-magnification microscopic evaluation was performed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18446473 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed as the returned device was received fully deployed with no plug returned for evaluation. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation,¿ the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11 a review of the manufacturing documentation associated with lot 18446473 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug on a 6f exoseal vascular closure device (vcd) could not be released. Upon removal, the plug was found partially deployed and partially out of the shaft. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU). A retrograde approach was used during an interventional procedure, and the physician was certified in using the exoseal vascular closure device (vcd). One exoseal device was used with a non-cordis short sheath. The femoral artery¿s suitability, including insertion angle and vessel diameter =5 mm, was verified by angiography. No calcium, plaque, stent, or significant stenosis (>50%) was noted at or near the puncture site. The target site had not been closed in the 30 days prior, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed, and the vcd and sheath were removed as a single unit 1¿2 seconds after deployment. The indicator wire was not visible upon removal. Additional details were requested but were not provided. The device will be returned for evaluation.